Manufacturer narrative:
The blade and broken pieces subject to this investigation were returned for evaluation. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that there was no pt injury and there was no delays as a result of this event. It was further reported that the procedure was completed successfully.